Event description:
According to the reporter, during a thoracoscopic lobectomy, when the pulmonary lung parenchyma was being resected, the firing stopped halfway and did not move any further. Therefore, scissors were used to cut off and remove the thread at the tip of the reinforcement reload, and the firing was performed with a new cartridge with no reinforcement. At that time, the same powered handle and adapter were used without any problems. An error message also appeared on the display when the firing stopped. No patient injury.

Manufacturer narrative:
Concomitant products: sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot#n3j1979y); sigphandle, sig power sigphandle handle (sn:unknown); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.